Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment. It was attempted to place the orsiro mission in the distal rca, but the stent could not pass the lesion and was removed for another pre-dilatation of the lesion. Second attempt was also unsuccessful and another dilatation was conducted. On the third attempt it was noticed that the stent dislodged from the balloon and it was not possible to retrieve it.

Manufacturer narrative:
Combination product: yes the returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is unfolded but has not been inflated. Contrast medium residue was observed in the balloon- and inflation lumen. Stent imprints on the exposed balloon surface indicate that the stent was initially crimped in between the two radiopaque markers. The stent was not returned for analysis. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The root cause for the complaint event is most likely related to the handling during the procedure (i.e. Application of negative pressure prior to placement of the stent in the target lesion as well as multiple device re-insertions which is warned against in the IFU).